Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited loss of capture with asystole less than two seconds. Subsequently, this patient underwent a revision procedure and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.